Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anguish, sadness, feelings of fear," discomfort, intracapsular collection in left breast, laboratory diagnosis of anaplastic large cell lymphoma.

Event description:
Patient reported left side discomfort 6.5 years after implantation of breast prosthesis. In the following two months a puncture was performed and showed malignant neoplastic lymphoma type cd30 positive. The device was removed and not replaced. . Patient felt ¿a series of anguish, sadness, feelings of fear¿ and synonymous emotions surrounding the situation. Following explant, a cytological study of liquid described findings of ¿eosinophilic background lymphocytes, histiocytes and some larger cells with ample cytoplasm and irregular nuclei with mitosis.. Cell block atypical¿ and ¿neoplastic cellularity is scarce.¿ immunohistochemical stains cd30 ¿intense reactivity in neoplastic cells¿ and alk-. Other markers included cd68 ¿presence of histiocytic cells,¿ cd3 ¿few reactive lymphocytes and some of the cells show weak reactivity,¿ cd20-, ki67 ¿nuclear reactivity in approximately 60% of cells,¿ ema-, and ck-. Immunological exam concluded periprosthetic tissue cd30+; pathological stage of t2. It was reported that upon explant, capsular contracture, baker grade I was identified. Updates on patient symptom resolution were not reported. Patient was prescribed valsartan, tamoxifen, vitamin d, antibiotic for h. Pylori.